Manufacturer narrative:
A ts representative discussed that this device may no longer be functioning based on the lack of beeping tones in the presence of a magnet and it was recommended to replace the device. A revision was performed and this device was successfully replaced and will be returned for laboratory analysis. Once the ICD is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. It was confirmed that telemetry could not be established and device interrogation was not possible. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis of the internal circuitry determined that there was an internal short within the transformer which resulted in damage throughout the hybrid. Laboratory analysis determined that this damage resulted in clinical observations and why the device was unable to be interrogated when it was returned for analysis.

Event description:
The ICD was returned.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a loss of consciousness and was admitted to the emergency room. The EKG showed that this patient had a heart rate of 32 bpm. Attempts to interrogate this ICD were unsuccessful. Different programmers, outlets, and wands were used but the device was still unable to be interrogated. In addition, the ICD did not emit beeping tones with magnet application. It is suspected that this ICD experienced premature battery depletion. Boston scientific technical services (ts) was contact for further technical assistance. No other adverse patient effects were reported.